Event description:
It was reported to philips that the system's host computer was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system¿s host computer was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked with the customer and customer stated that host pc occasionally did not power on automatically and had to be turned on manually. The fse found that the site¿s biomed team had replaced the cmos battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.